Manufacturer narrative:
Product analysis as found condition: the apollo microcatheter was returned for analysis within a shipping box, wrapped in bubble wrap, inside of an opened apollo outer carton, inside of an opened apollo inner pouch and within a dispenser coil. Damage location details: no damage was found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found detached from the catheter. The detached tip was not returned. Testing/analysis: the ldpe overlap was damaged during testing; therefore, an accurate measurement was unable to be retrieved. (Specification: 1.0-2.5mm). Conclusion: based on the device analysis and the information provided, the customer's report of ¿tip premature detachment¿ was confirmed. The apollo was returned in good condition with the tip detached and not returned; therefore, any contribution the distal tip had towards the ¿premature detachment¿ could not be verified. A few possible cause of ¿tip premature detachment¿ can occur due to patient vessel tortuosity, advancing/retracting the guidewire against resistance, and/or ldpe overlap not within specification; however, the root cause ¿tip premature detachment¿ was unable to be determined. The ldpe was unable to be measured due to the damage caused during testing. It was noted that the patient's vessel tortuosity was moderate. The device and any accessories were prepared as indicated in the IFU. The product analysis suggests a potential manufacturing issue; therefore, a DHR is required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that it was a cerebral dural arterial venous fistula case. When the physician was tracking apollo through middle meningeal artery, the distal tip got detached. This happened when they were trying to reach the fistula site. Then they took marathon and completed the case. There was tip premature detachment. There was no friction or difficulty during injection. The tip is inside the vessel. There was no force applied during removal. There was no vasospasm. There was no surgical or medicinal intervention required. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient is alive with no injury. The patient was undergoing surgery for treatment of dural arterial venous fistula. It was noted the patient's vessel tortuosity was moderate. The access vessel was the meningeal arteries with a diameter of 1mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the premature tip detachment was not determined. The detachment occurred while navigating through the vessel, specifically in the middle meningeal artery, and there was no resistance felt either during advancement or retrieval of the apollo catheter, it came out smoothly. The apollo tip is currently embedded in the onyx cast, and there are no future plans to retrieve it. There was no vessel calcification noted, and no kinks or damage were observed on any of the devices.